Manufacturer narrative:
One cadd solis pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint was verified. The event log showed system fault 46,507 occurred on (B)(6) 2018. Service will replace the micro processor board. Use testing was performed. The problem source is defective component of the microprocessor board.

Event description:
Information was received that the cadd solis vip pump had system fault 46 - 507 - battery (B)(4). No reported adverse effects.